Event description:
The customer states that she tested her blood glucose and received readings of "lo" and 16 mg/dl using her contour meter. While troubleshooting, she performed a control test and received a result of "lo". The normal control range was 110-152 mg/dl. No adverse events were alleged. The test strips and meter are to be returned for evaluation. Replacement products were sent to the customer.